Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). Product review of the electric dermatome by flextronics on december 12, 2019 revealed that the insulation of the cable was damaged, the needle bearing was worn, the ball plunger and some screws were damaged, the motor was corroded, the unit was outside calibration specifications, the control bar was not in the correct position and the switch was intermittently functioning. Repair of the electric dermatome was performed by flextronics on december 18, 2019 which included replacement of the plug harness assembly, needle bearing, ball plunger, screws, motor, thickness control shaft, shaft bearings, sleeve bearings and switch. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the motor was corroded and did not operate when tested. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that after surgery, at engineering department, it was noticed device malfunction. No harm to patient or operator. No delay on surgery. Upon investigation, it was identified that the device had a frayed wire. No adverse events were reported as a result of this malfunction.